Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Insulin pump was unable to perform battery test due to corroded keypad traces. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported a button error on his insulin pump. The error occurred after inserting a new battery. The device alarmed failed battery test. Customer's blood glucose is 134 mg/dl. The device got wet in the rain. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).